Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to the development of myocardial infarction.

Event description:
Dexcom was made aware on 10/27/2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient reported that they had rotator cuff surgery for their shoulder. The patient came home from the hospital and took their prescribed oxycodone. Sometime after taking the medication, they received an occlusion alarm from their insulin pump. The patient was incoherent and could not fix it due to their arm being on a sling from surgery. The patient then suffered a heart attack. The patient's husband came home and found the patient passed out on the bed and called an ambulance. The patient was taken to a medical center and was sedated in the intensive care unit (ICU) for 9 days. There was no alleged dexcom malfunction. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined